Manufacturer narrative:
This report is being supplemented to provide additional information based on the findings of the device evaluation. The device evaluation found an additional reportable event: charred fuse components on alternating current (ac) inlet of power. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The customer's complaint was not confirmed. Based on the results of the investigation, the customer's original complaint will not cause or contribute to death or serious injury if the malfunction was to recur. Based on the results of the investigation, a definitive root cause of charred fuse components on alternating current inlet of power could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source front panel is blinking while it is turned on. It is unknown when the issue was found. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.